Event description:
It was reported that the pt experienced a decrease in the sensorineural hearing over the last month. The concerned device was explanted on (B)(6) 2014. The pt was implanted with a cochlear implant during the same surgery.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.